Event description:
The hcp reported the patient was experiencing worsening pain in the low back with radiation to the left leg. An MRI of the throacic spine was done on 01/12/2006 that demonstrated an intradural granuloma surrounding the tip of the catheter at approximately the t4-t5 level and compressing the posterior aspect of the spinal cord. The granuloma pulled back to the lumbar region. The patient was been in the clinic in 2006. The hcp reported the operative site looked good and there was no evidence of cerebrospinal fluid leak. The patient experiencing no new neurological deficits. Three days later, the patient had the pump refilled with hydromorphone 30mg/ml and was discharged to home in stable condition. MRI thoracic spine - "enhancing soft tissue of the tip, presumbaly due to fibrin/clot" - 01/12/2006.